Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested negative for microbial contamination (no detection). The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Related complaint: (B)(6), gif-q165 evis exera ii gastrointestinal videoscope, serial number (B)(6).

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for an unspecified microbial contamination. The issue was found at reprocessing during a routine culture of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no microbial contamination was detected. The results are evaluated in accordance with the regulation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: oct 05, 2023. Sampling from: distal end. Cfu: no detection. Bacterial identification: no germ detected. Sampling date: oct 05, 2023. Sampling from: biopsy channel/suction channel. Cfu: 0 cfu. Bacterial identification: no germ detected. Sampling date: oct 05, 2023. Sampling from: air/water channel. Cfu: 0 cfu. Bacterial identification: no germ detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was not able to judge relation between the subject device and the event from the following investigation results. The root cause of the phenomenon could not be identified. The event can be prevented by following the instructions for use which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During a follow - up with the user facility, the customer provided the following information: the device was no longer used after the positive test results were obtained. It was confirmed that the device was quarantined and not used on any other patient. The customer indicated that ¿the endoscopes have certainly been reprocessed many times, they are used several times every day.¿ the last reprocessing on the device was carried out ¿the working day before friday, 15sep2023.¿ the customer indicated that the storage environment was a normal endoscope cabinet, without ventilation. The customer confirmed that the last date that the endoscope was used was the friday before or the weekend before the sampling (B)(6). The customer also provided the microbial culture results performed at the facility: the scope was sampled twice. First sampling - working channel sample receipt date: (B)(6) 2023. Start of analysis: (B)(6) 2023. Tested positive for 120 colony forming units (cfus) of enterobacter cloacae ¿ complex. Second sampling ¿ suction channel sample receipt date: (B)(6) 2023. Start of analysis: (B)(6) 2023. Tested positive for > 200 cfus of enterobacter cloacae - complex. The following sections were updated: b3, b4, d9, h3, h4. The device was returned for evaluation. During the evaluation, it was uncovered that the suction, air, and water cylinders had discoloration. It was also observed that the insulation resistance value at the distal end did not meet the standard value due to adhesive peeling on the bending section cover. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the plastic distal end cover had a burn. It was observed that the bending tube was damaged. It was also observed that the adhesive on the bending section cover had a crack. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: forceps channel port, scope connector cover unit, scope connector case unit and on the plug unit. The investigation is ongoing. A final report will be submitted upon completion of the investigation.